Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was contaminated, the lower case was broken and contaminated, the side bail covers were contaminated, the ring cover and ring bail were missing, the battery contacts were compressed, the battery drawer was contaminated and the keyboard was scratched. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that a capacitor measurement in-circuit failed, a current measurement passed, typical operation was observed when the device was turned on, a battery removal test failed, a capacitor component was replaced and the battery removal test then passed. Confirmed the battery removal failure caused by a capacitor component failure.

Event description:
It was reported the device shuts off when replacing the 9 volt battery. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.